Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation period of about 24 months, oversensing was reported. No adverse patient side effects have been reported. The device was explanted.